Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that their bladder stimulator was malfunctioning. Patient said that about a week ago they didn't know what was wrong with them for the longest time and ended up going to the ER. Patient turned their stimulation completely off and the pain went away immediately. The patient was redirected to their healthcare provider to further address the issue, but they had not been successful in getting in touch with them so physician listings were sent.